Event description:
Pt had silicone gel-filled breast prosthesis implants implanted on jan 6, 1981 due to a prophylactic mastectomy. She had the silicone gel-filled breast prosthesis implants explanted on july 31, 1998. Both silicone breast implants had ruptured in her body. As of dec 1995, pt has had severe pain through out her body, nausea, and is unable to work, she can not do anything physically for more than 15 minutes because of the terrible pain she feels through out her body. Pt said that if FDA is doing any research on silicone breast implants she would like to be notified so that she can participate in any way that she can and try to help. She is keeping the extracted silicone breast implants just in case they are needed. They are maintained at an independent facility. Pt's pain started in december 1995 and has gotten worse since then. Doctors told her that they are 99% sure that the silicone breast implants is what is making her ill. Before explanting her silicone breast implants, doctors tried to rule out what was causing the pain so they recommended that she have a hysterectomy. This was performed in jan 1996. Doctor's had done blood test and numerous other tests before explanting her silicone breast implants to determine what was causing the pain. At this time, pt is seeing an internist, a rheumatologist and a dr who specializes in pain medicine. After explanting her silicone breast implants the dr told her that it would be two years before she would start feeling better and that there is a possibility that she might never feel better again.